Manufacturer narrative:
Image review: 23 images of the event were provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. Fluoroscopy valve load inspection was performed and the valve appeared to be loaded properly with no misload present. A misload is described as overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. In the event description it was noted that after recapture the release system, the safety on the back of the delivery catheter system (dcs), became loose and could not be re-engaged. The valve remained encapsulated inside the patient without issues and was withdrawn from the patient. Evidence shows a recapture but no images of the dcs. A second valve was loaded and noted to be a good load, and deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve implantation, the valve was deployed, but was recaptured into the delivery catheter system (dcs) to reposition the valve. However, it was noted that the release system, the safety on the back of the dcs, became loose and could not be re-engaged. The valve remained encapsulated inside the patient without issues and was withdrawn from the patient. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured one time prior to the issue, and two deployment attempts were made. The issue occurred at the time of release. The actuator was difficult to turn during deployment. The capsule responded when the deployment knob was turned, and it was noted that the actuator separated.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve implantation, the valve was deployed, but the was recaptured into the delivery catheter system (dcs) to reposition the valve. However, it was noted that the release system, the safety on the back of the dcs, became loose and could not be re-engaged. The valve remained encapsulated inside the patient without issues and was withdrawn from the patient. No patient complications were reported as a result of this event.